Event description:
A customer contacted beckman coulter inc. (Bci) regarding getting reagent probe b motion error and no fluid detected in cuvette error on the unicel dxc 600 pro synchron clinical systems. No injury was reported on this issue.

Manufacturer narrative:
Hotline had customer tighten the reagent syringe and probe tubing. Customer was advised to use personal protective equipment (ppe). Service was not dispatched for this event.